Event description:
The procedure was completed using a similar olympus device without delay.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. The following reportable malfunction was identified during the device evaluation: cut on cable. Based on the results of the investigation, and since blurry image was not confirmed during evaluation, the definitive root cause of the customer's reported issue could not be determined. It was determined the cut on cable identified during the device evaluation was due to component failure. However, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for use for an unspecified therapeutic procedure, the camera head experienced a blurry image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.